Manufacturer narrative:
Method: the sample will not be returned. Results without the actual product, an analysis cannot be conducted. The lot number was not provided; therefore the device history records could not be reviewed. Conclusions: if add'l info pertinent to this event becomes available, I-flow will reopen the case report.

Event description:
Drug/diluent: bupivacaine 0.25%. Fill volume: 550 cc. Flow rate: 4cc/hr. Procedure: left mastectomy and place tissue expanders. Cathplace: subpectoral. ((B)(4)). Pt had a left mastectomy and place tissue expanders procedure on (B)(6) 2007. Postoperative date of (B)(6) 2007, pt presented symptoms of pruritus and jaundice. Physician indicated that the symptoms were related to a combination desflurane and marcaine duration and/or dose. Pt's condition has resolved, pt had rapid resolution of lft elevation and bilirubin levels.